Event description:
The customer reported to olympus that the visera elite xenon light source's light guide cable was starting to burn and generated smoke from the device. This occurred during preparation for use and the intended procedure could not be completed. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, a worn-out scope socket was found along with burn marks on the lamp. It was recommended that the lamp be replaced. Lastly, the olympus lamp life meter was reading below 50 hours, which was within range. In speaking with olympus technical assistance center (tac), customer mentioned replacing the lamp with a 3rd party atlas bulb part. Tac explained that it was an off-label use with a non-olympus bulb. However, customer noted that they have not had a problem since placing that bulb in other machines. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.